Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the final investigation. Updated fields: d9 (date returned), h2, h3, h4, h6. Corrected fields: e1 (address inadvertently missed). The device was returned to olympus for inspection and the customer's reported issue was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined as the reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the tip of the dual knife melted after about 4 hours of procedures. The issue occurred during a therapeutic procedure (submucosal dissection diagnosing), which was completed with a similar device without delay. There were no reports of patient harm.